Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to open the drawer pockets e1 and e3. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets were stuck. A field service engineer (fse) replaced the modular controller on the full height drawer to resolve the issue. The medications were successfully loaded and unloaded from the drawer, and an inventory check was conducted for the affected pockets. Additionally, preventive maintenance was performed to ensure optimal functionality. The system functioned as intended after the field service engineer repaired the device.